Manufacturer narrative:
Upon investigation of the actual device used in this incident found pockets failed. A field service engineer removed debris, reconnected all row board cable connections, and secured the hard stop mounting screws. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pockets failed. The customer reported that malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.